Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was completely down, and the screen was black. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was completely down. A field service engineer (fse) identified that the screen was black, station could not boot. Then the fse checked the remote support service (rss), and it was back online and tried to remote in, but could not get in. ¿agent downloading¿ message for 10 minutes until time-out. So, the fse installed the transport layer security (tls) package, the sha2 package, the wildcard certificates packaged and the bt certificate package. Then restarted rss services and then the fse was able to log in. But the drawer 3 on the auxiliary was missing. Then the fse confirmed that the storage space auxiliary 4 was not detected on bus. So, the fse replaced drawer, controller card, drawer module controller and the retractor bend and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was completely down, and the screen was black. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.